Event description:
Customer reportedly obtained results of approximately 160 mg/dl on a professional device and approximately 400 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.